Event description:
Caller reported damage to pump housing surrounding the usb port, which affected their ability to charge the pump; however, the pump did not shut down due to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump, confirming the shipping address and requiring a delivery signature. Customer was advised on using storage mode for the old pump and instructed to return it within 10 days using a provided return box and pre-paid label, ensuring they could seamlessly continue using their current pump until the replacement arrives.